Event description:
It was reported that the compessor was not working. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was claimed that the device was not working. There was no patient harm. The issue was reportable as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. It was found that the motor relay was defective and the part required replacement. No part has been returned to the factory, therefore the root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).